Event description:
Follow up reported the patient was having telemetry issues. Overdischarge was suspected. Approximately ten days later it was reported there was an overdischarge. Overdischarge was due to patient non-compliance. Patient had not charged after having an unrelated surgery. When they used the device after surgery, it would not work. Power mode reset (pmr) was successful. No further information was provided.

Event description:
It was reported the patient was having an issues with coupling or communication with regard to the device. An overdischarge was suspected. Health issues and patient compliance were the primary reasons for the overdischarge. The patient had not used stimulation since may and he had a back surgery in the beginning of (B)(6). The last time any stimulation was felt or a successful recharging session was 2-6 months prior to report. The patient programmer was displaying poor communication. A power-on-reset (por) condition was displayed on the implantable neurostimulator recharger (insr) which then led to a normal recharging screen. The patient was getting 4 coupling bars. It was noted that the patient's "programmer, insr and stimulation all go on and off at random occasions." The patient would recharge for half an hour and then the screen "automatically shuts off." No messages prior to this occurring were noted. The patient also used "tens until 24 hours a day on his back next to the ins." It was reported that the patient had a fall in (B)(6) 2011 and that he started to experience his equipment and stimulation cutting on and off. Per manufacturing database, it was noted that there were no devices implanted previous to (B)(6) 2012. An x-ray was done in (B)(6) 2012. The patient's health care provider (hcp) determined the leads were twisted. The patient's next appointment with his hcp was on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012,: product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n312993, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient had a surgical lead revision on (B)(6) 2013. It was also reported, the patient's implantable neurostimulator (ins) was "left" for a year since the patient had 2 back surgeries to cut out l4 and l5 and his implant was not revised until recently. It was unclear if the patient's ins was revised as well as his lead.